Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported a patient had an MRI and went through about two sequences (about 5 minutes) before the scan was stopped. The hcp had mistakenly used the wrong coil, and used the receive only coil. The stimulation was off prior to the scan. The patient attempted to turn the stim back on but worsened pain so stim was currently off. The patient was still having spasms, shocking, and stinging pain in their left leg. The onset of symptoms was reported to be sudden in nature. The hcp was keeping the patient in the MRI center until the radiologist could speak to them. Additional information has been requested regarding interventions and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.